Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported other medications the patient was taking at the time of the event included oral dilaudid 4mg every 4 hours as needed and oral baclofen 10mg 2 to 3 days for spasms. Symptoms the patient was having included a lack of pain control mostly and night and withdrawal symptoms including sweating and nausea. The catheter issue was reportedly undetermined. In terms of if surgical intervention had occurred it was noted "no awaiting surgery to be scheduled (insurance)". It was unclear if this was referring to this event or the patient's current catheter event reported in manufacturer report # 3004209178-2014-15681. It was also reported "awaiting a catheter revision, no change in symptoms. Unknown when this will occur". It was unclear if this was referring to this event or the patient's current catheter event reported in manufacturer report # 3004209178-2014-15681. It was then reported the revision was on (B)(6) 2014. The patient had reportedly fallen after a violent vomiting episode. The vomiting was due to an unrelated virus and had nothing to do with the pump medications or device. They did not use a new catheter. They used the same one and just re-inserted it. The patient was doing well with no injury or further issue. It was confirmed the medications at the time of the event were bupivacaine, compounded baclofen and morphine. No further information was provided.

Event description:
It was reported that, at some unknown time since implant, the patient had a catheter revision due to catheter migration. The pump was infusing bupivacaine, baclofen, and morphine. Additional information was requested, but was not available at the time of report.